Manufacturer narrative:
With the available information, boston scientific determined that this lead exhibited a gradual rise in low-voltage shock impedance measurements (lvsi). This observation may be consistent with calcification of the defibrillation coil(s), however can only be confirmed if the lead is returned for analysis. The calcification phenomenon may have contributed to the reported clinical observations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The cause traced to device design conclusion code was selected based on analysis evidence which indicated the device was operating normally, but had a bd error due to magnet detections. Although the device is operating normally, this situation is consistent with tr15014, which has been deemed a design issue.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard beeping tones and it was noted that this s-ICD exhibited a battery depletion (bd) error message. A request was made to have data from this device analyzed and data analysis confirmed that this s-ICD is depleting normally, and the bd error was the result of the extended magnet application. This is expected behavior. The device must be interrogated by a programmer to clear the error. Currently, this s-ICD remains in service and no adverse patient effects were reported.